Event description:
It was reported that high capture threshold and low sensing was observed on the right atrial (ra) lead. Abbott technical support suspected the ra lead may be dislodged and recommended assessing the lead position. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.